Event description:
It was reported that the surgeon was removing a plate and a tip of a screwdriver broke off in a tip of a screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the tip was sheared off as indicated by the stress marks on the surface. This indicated that the user applied excessive force while threading the draw rod onto the screw. Conclusion: the root cause for the reported event has been determined to be excessive torsional force.

Event description:
It was reported that the surgeon was removing a plate and a tip of a screwdriver broke off in a tip of a screw.